Manufacturer narrative:
Concomitant medical products: product ID :8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. The catheter (n389924004) was returned for analysis. Analysis of the catheter found a malformed seal in the sutureless connector and damage to the transition tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional via a company representative regarding a patient receiving compound baclofen (2000 mcg/ml at 389.8 mcg/day) from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that a catheter dye study was done and there no flow could be obtained through the catheter. It was reported that the patient was not receiving accurate doses of baclofen. Investigation and exploration of the device and catheter was needed and a total replacement was initiated on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.